Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm during bolus and was not sure how it occurred. Customer's blood glucose was 151 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.